Manufacturer narrative:
Based on the communication provided, the biomed was not able to evaluate the iabp. They had no record of an iabp being brought to their shop in the time frame the event occurred. No information provided. 3 gfes attempted. Therefore, the root cause is ¿not confirmed

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) 0633am-customer states that the bp suddenly changed on the pump with systole in the 200s, and the diastole at 11. Customer stated the ¿unable to calibrate¿ message appeared as well. A bedside and a radial aline display bp in the 130s. We began to troubleshoot by ¿zeroing¿ calibrating the sensor. This was successful and the message relieved. The bp dropped to the 150s/40s for a short while before becoming labile again from the 150s to the 200s with diastole dropping again to the teens. The central lumen of the iab will not flush. The iab is inserted in a non getinge sheath with a side port. This will also not flush. I walked her through steps to connect to the radial aline, but this pressure waveform was so dampened, the pump quickly displayed ¿unable to update timing¿. Customer switched back to the fo cable- which did provide some consistency without calibration messages. Overall, there is still lots of artifact in the waveform. A chest film confirms correct location. They were discussing a new radial aline unrelated to the iab, and I suggested that she move to that aline if it is obtained. Complaint information was gathered for the iab and it will be saved for return to getinge qc. A return kit will be sent to the micu department. 0934am- customer called about the patient on the pump. The fo is still connected, but the waveform remains poor although much better than the prior call. Customer is concerned about the augmenation level in the 90s as it the same as the systolic bp in the 90s. A facetime call was made and the aug pressure waveform was textbook in appearance, the aug control was at max, and the status bar showed full inflation. As the call progressed, the fo waveform became erratic again and bp was inconsistent. Advised again that an alternate a line should be used and he would pass along to the staff. Suggested to call with any further question. 1039 am- customer called to report the ¿unable to cal¿ message on the pump again, and very inconsistent, innacurate blood pressures. Customer was also concerned because the fo waveform did not ¿flatten¿ when flushed, implying that the central lumen was clotted. A new aline was now available and customer was walked through steps to connect that aline to the pump. The fo was disconnected. The new aline is crisp and clean, but now she noted that the bps are in the 50s, while the aline when on the bedside was in the 70s. The augmentation is in the 70s. Informed customer the reason her bedside displayed this pressure as it¿s likely displaying aug. As systole and she seemed to understand this. I also explained why the fo waveform does not flatten when flushed. Related balloon MDR tw#(B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.